Event description:
It was reported that paravalvular leak (pvl), vessel occlusion, hypotension and myocardial infarction (mi) occurred. Procedure summary the native aortic valve was 24.5mm in diameter with severe calcification. A 25mm lotus edge valve was implanted during a transcatheter aortic valve replacement (tavr) procedure. The physician was aware of the possibility an occlusion of the left main coronary artery due to the heavy amount of leaflet calcification and a small sinus. A protection wire in the left main (lm) was discussed, but ultimately dismissed because of the sufficient height of the lm ostium. Pre balloon aortic valvuloplasty (bav) was performed with a 22mm balloon. The lotus edge valve was prepared, inserted, and positioned without any issues. Moderate pvl was present after the initial positioning of the valve, so the implanter decided to perform a partial re-sheath in accordance with the instructions for use and position the valve more ventricular. This repositioning improved the pvl to trace/mild and the implanter released the valve. After release of the lotus edge valve, the pvl severity increased to mild/moderate. Post bav was then performed with the 22mm pre-dilatation balloon. The patient's blood pressure then immediately dropped from systolic 120 mmhg to 60 mmhg, and angiography revealed insufficient perfusion of the lm. Mi was noted to have occurred. The physician connected the patient to a heart lung machine and opened the lm with catheter guided coronary intervention. After probing the lm with a coronary guidewire, angioplasty was performed which resulted in more sufficient perfusion. The physician then implanted three stents from the lm bifurcation into the aorta for a sufficient perfusion result. The physician believes that calcium caused the vessel occlusion. The patient was then disconnected from the heart lung machine and was relocated from the operating room to the intensive care unit (ICU) still intubated. Three day later the patient was still in the ICU but with somewhat improved health on a lower dose of catecholamines.

Event description:
It was reported that paravalvular leak (pvl), vessel occlusion, hypotension and myocardial infarction (mi) occurred. The native aortic valve was 24.5mm in diameter with severe calcification. A 25mm lotus edge valve was implanted during a transcatheter aortic valve replacement (tavr) procedure. The physician was aware of the possibility an occlusion of the left main coronary artery due to the heavy amount of leaflet calcification and a small sinus. A protection wire in the left main (lm) was discussed, but ultimately dismissed because of the sufficient height of the lm ostium. Pre balloon aortic valvuloplasty (bav) was performed with a 22mm balloon. The lotus edge valve was prepared, inserted, and positioned without any issues. Moderate pvl was present after the initial positioning of the valve, so the implanter decided to perform a partial re-sheath and position the valve more ventricular. This repositioning improved the pvl to trace/mild and the implanter released the valve. After release, the pvl severity increased to mild/moderate. Post bav was then performed with the 22mm pre-dilatation balloon. The patient's blood pressure then immediately dropped from systolic 120 mmhg to 60 mmhg, and angiography revealed insufficient perfusion of the lm due to calcium occluding the vessel. Mi was noted to have occurred. The physician connected the patient to a heart lung machine and opened the lm with catheter guided coronary intervention. After probing the lm with a coronary guidewire, angioplasty was performed which resulted in more sufficient perfusion. The physician then implanted three stents from the lm bifurcation into the aorta for a sufficient perfusion result. The patient was then disconnected from the heart lung machine and was relocated from the operating room to be intubated in the intensive care unit (ICU), where the patient was noted to be hemodynamically stable. The final pvl was noted to be none/trace. One week later, the patient is still in intensive care, with somewhat improved health, on a lower dose of catecholamines. It was further reported that the patient was discharged in (B)(6) 2020 in well health.

Manufacturer narrative:
B5 describe event or problem - updated.